Event description:
On (B)(6) 2009, patient reported ongoing concerns when trying to rewind piston rod. She stated the piston rod retracts to the bottom and there is "low ticking noise." Patient reported the noise is present for approximately 5-10 minutes. She stated this evening, the infusion device did not reset to 315 but it did eventually return to stop screen. Patient reported she was not certain if error messages have appeared in relation to this concern. She stated this has occurred 3-4 times over the past 2-3 weeks. Patient reported concern is not consistent and infusion device will occasionally reset properly. Patient states she has seen condensation on chamber wall. She reported she does not attach adapter or infusion tubing before inserting the insulin cartridge. Advised to do this to protect from insulin ingress. Reviewed risk of insulin collecting near piston rod. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.